Manufacturer narrative:
(B) (4): the devices remained implanted. Multiple x-rays ap and lateral cervical films performed with peek interbody device at c3/4 and acdf at c4/5 and c5/6. Considerable degenerate joint disease/degenerate disc disease and collapse at c4/5 and c5/6. The fixation screws are noted backed out beyond nitinol retaining ring at c3/4.

Event description:
It was reported that the pt underwent a cervical procedure at c3-c6. The interbody device was implanted at c3/4. The pt came in for her 3 month f/u and was complaining of "feeling like she was gagging". X-rays show that the screw backed out from the cage at c4. No revision is reported at this time.